Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range pacing impedance, measuring greater than 3000 ohms and shock impedance was measuring greater than 200 ohms with noise seen on both channels of the implantable cardioverter defibrillator. A lead fracture or lead perforation was suspected by the physician. The patient was believed to had fracture their lead during a rugby game, the patient had extreme contact in the left shoulder with another player. The patient was brought into the hospital for device deactivation. A lead revision will be performed at a later date but has yet to be scheduled. Additionally, this rv lead was explanted and replaced. During the explant procedure, the lead was damaged during the extraction process and will not return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range pacing impedance, measuring greater than 3000 ohms and shock impedance was measuring greater than 200 ohms with noise seen on both channels of the implantable cardioverter defibrillator. A lead fracture or lead perforation was suspected by the physician. The patient was believed to had fracture their lead during a rugby game, the patient had extreme contact in the left shoulder with another player. The patient was brought into the hospital for device deactivation. A lead revision will be performed at a later date but has yet to be scheduled. Additionally, this rv lead was explanted and replaced. During the explant procedure, the lead was damaged during the extraction process and will not return for analysis. No additional adverse patient effects were reported. Additionally, on (B)(6) 2021, the device was received at boston scientific corporation for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned and the middle and tip segments were deformed/stretched out. The part of the insulations in the tip segment appeared to be missing or not returned. Visual inspection confirmed setscrew marks on the terminal pin. Resistance testing confirmed electrical openings and an x-ray image determined that the hv cable was fractured approximately 12cm from the terminal end. The identified fracture is the likely root cause of the reported high pacing impedances and high shock impedances. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the b5 describe event or problem for more information regarding the specific circumstances of this event.